Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer and healthcare provider (hcp) regarding a patient who was receiving baclofen (drug lot number 318207) with a concentration of 500 mcg at a dose rate of 83 mcg/day via an implantable pump beginning (B)(6) 2015 and ending (B)(6) 2015 for intractable spasticity. It was reported that the patient first started experiencing an infection in (B)(6) 2015. The pump was explanted due to the infection. Regarding what diagnostic tests were performed and results, an alternate physician's name was provided. The following additional information has been requested which was not available at the time of this report: pertinent medical history, diagnostic tests performed including results, and cause of event. If additional information is received, a follow-up report will be submitted. The patient's concomitant medications included glycopyrrolate, keppra, omeprazole, albuterol and phenobarbital.